Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following the implant procedure, patient was experiencing headaches. A csf leak was suspected, and the physician performed 3 blood patches to resolve this. However, the patient continues to experience headaches.

Event description:
Additional information revealed that the csf leak has resolved.